Manufacturer narrative:
Our quality engineer inspected the video and photo submitted for evaluation. The reported issue of safety mechanism failure was not confirmed upon inspection of the video. Analysis of the video showed the safety shield was already detached from the eclipse hub. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. From the video, it was observed that the safety shield was already detached from the eclipse hub so the root cause was unable to be determined. The user demonstrated the activation method by gripping the sides of the safety shield. This suggests that user-related factors may have contributed to the reported issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 25x1 rb - safety mechanism failure. It was reported by customer that safety device not preattached to needle hub leaving needle exposed with no way to safely cap and dispose of.